Event description:
The customer reported that the system was unable to perform fluoroscopic imaging, make exposures. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were reloaded during the service call. The system was tested and found to be working as intended and put back into service.